Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a rubber fragment and the shield, a clear plastic internal component of seal. Visual inspection confirmed the complainant's experience of seal component separation. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instrumentation through the trocar. Applied medical¿s instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: robotic right upper lobectomy. Event description: a trocar broke. No patient injury occurred. Limited information was available at the time of reporting. Additional information received via telephone from account manager on wednesday, 18apr2019: the model number is c0r39. The lot number is 1331889. This is the only information available at this time. Additional information received via telephone on 22apr2019 from account manager: case was a robotic right upper lobectomy. Multiple instruments and large rolled pieces of gauze were placed through the trocar. Large pieces of gauze were being put down the trocar at the time the black piece of the seal broke. It went down the cannula and into the patient. The seal was retrieved with a grasper as soon as it happened. Opened a new trocar (same model) and continued the case. Type of intervention: retrieved seal from the patient. Opened a new trocar. Patient status: no patient injury occurred associated with the complaint event.